Manufacturer narrative:
(B)(4). The device was not returned for analysis; however, abbott vascular (av) confirmed the reported issue related to sheath splitting. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Av identified a trend. Root cause analysis concluded that the trend is likely due to a manufacturing issue. In cases where the starclose se fails to achieve hemostasis, the resulting action is to apply manual compression. This may result in a delay in achieving patient ambulation but is not serious or life threatening. While product with this issue may cause user dissatisfaction, the result of the issue is a minor safety risk as hemostasis may be achieved using manual compression. Abbott vascular initiated a voluntary field action for the starclose se vascular closure system on january 30, 2017, [medwatch # 2024168-2017-00941]. Av implemented mitigations to address this issue and corrective actions to prevent recurrence per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Abbott vascular initiated a voluntary field action for the starclose se vascular closure system on january 30, 2017, [medwatch # 2024168-2017-00941]. Av implemented mitigations to address this issue and corrective actions to prevent recurrence per internal operating procedures. Av will continue to trend the performance of these devices.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a starclose se device via a 6f sheath after a diagnostic procedure. Reportedly, difficulty splitting the sheath occurred and the sheath curled up under the device. There was no resistance with the thumb advancer reported. The clip did not make it to the patient anatomy. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.